Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who had an external neurostimulator (ens) for unknown indications for use. It was reported that a patient that is currently on the trial stage. The therapy turns off by itself which means that every time the patient tries to connect to my therapy app can confirm that the stimulation is off and there is a error sign that appears on the screen: therapy may have been interrupted. Impedances were checked and were under the normal range, so manufacturer representative (rep) changed the system for a new verify as well as a new programmer. However, the system error warning continues to appear. Of note, the patient does the end session every time and rep did it themself also, because that is something rep always advise patients to do. Additional information was received. The manufacturer representative (rep) reported they did not know what the cause was. Likely software but that they did not know. The patient will remove the lead and interrupt the therapy trial.

Event description:
Additional information was received. The manufacturer representative (rep) reported 1st ens device as it is already inside the package in the warehouse, ready to send; and the 2nd one was discarded by the surgeon at the hospital, when the patient removed the lead. They were unable to obtain the software versions. Also they couldn¿t perform any other troubleshooting actions because both the patient and the surgeon decided to stop the therapy and remove the lead in the past week. Of note, they used the advanced evaluation technique, which means a lead and extension. The hcp confirmed the stim was off and was able to turn it on, but the therapy deactivated by itself once the patient accesses the ¿mytherapy¿ app. But rep didn't exactly know if the problem was solved temporarily or if it was just the forced manual activation of the therapy. The system error only started to happen when manufacturer was notified. First it was replaced the handset and checked with the same verify external neurostimulator. As the problem continued, also the verify was replaced. The issue still existed after both replacements. The hcp told rep that they did an x-ray scan, and it all looked fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.